Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The device used is currently unknown.

Event description:
It was reported via email that the customer's trocar from their rigidfix 2.7mm btb kit welded with the cannula. No further details were provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional MFR narrative: investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. Furthermore, no part numbers or lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The device used is currently unknown.